Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. No relevant system messages were listed in the event log. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor to no aspiration during surgery" (aspiration issue). The surgeon reported poor to no aspiration during surgery. Additional info received from the nurse confirmed, the surgeon reported aspiration issues. The nurse could not provide any details as she was not scrubbed in on this case. The nurse referred additional questions to the surgeon. Multiple attempts were made to contact the surgeon for more info on the event and pt status with no response to date. Additional info received from the company service rep stated, the operating room mgr noted, the event occurred during I/a. The surgeon is new and was attempting to remove the viscoelastic. The surgeon had difficulty removing the viscoelastic from the anterior chamber. The company sales rep will be working with the surgeon on the next cases. No pt injury was reported.